Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed. Analysis revealed that the distal conductor connector pin was bent. Additionally, the helix was distorted/bent, there was blood in/on the helix mechanism, and there was damage at implant.

Event description:
It was reported that upon implant attempt the lead dislodged and was repositioned. Electrical measurements were not satisfactory so physician attempted to reposition again but helix would not retract. Physician rotated the lead body, but this caused the lead to dislodge. The lead was removed and replaced and no patient complications have been reported as a result of this event.